Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call the customer experienced hyperglycemia with blood glucose level of 483 mg/dl and the current blood glucose level was 63 mg/dl and the other blood glucose level was around 37 mg/dl but was unsure. Customer declined troubleshooting for high blood glucose level. It was unknown if the insulin pump was on auto mode. Customer did not mention nay treatment and symptoms related to low and high blood glucose level. Customer stated that the retainer ring was intact despite chipping at the covering of the screen as well as too bright light on the top. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.